Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced the cannula breaking off. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: needle breaking when trying to do my injection. I have had five of them break while trying to use them.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced the cannula breaking off. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: needle breaking when trying to do my injection. I have had five of them break while trying to use them.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0223914. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.